Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her pump received a failed battery test alarm and that she also experienced a high blood glucose level of 465 mg/dl. The night before the customer stated that she was nauseated and very thirsty. Customer's current blood glucose value was 370 mg/dl at the time of the call. Customer stated that she does have a back-up plan: another pump, syringes and long acting insulin. She has only treated with the pump so far but stated that her blood glucose levels keeps rising. During troubleshooting, customer said that the drive support cap appeared normal but declined to check for leaks or air bubbles in the tubing/reservoir. She also declined to check for any site or insulin related issues. The device settings were correct. Asked the customer if she remembered receiving any alarms since the high blood glucose alarms began and found that she had received a failed battery alarm. The customer was advised to perform a high pressure test. She declined because she stated that she had just changed her set and her blood glucose levels were coming down. Customer declined troubleshooting for the failed battery test alarm. The product was not returned for analysis.